Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. Visual analysis revealed blood and tissue were visible in the helix and the helix has been over-retracted. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. Visual analysis revealed blood and tissue were visible in the helix and the helix has been over-retracted. Performance data collected from the device was analyzed and revealed the following: impedance - resistance/impedance increase. Daily pacing lead impedance trend data show spike increases for ventricular pace bi impedance - 532 to 1349 ohms peak between (B)(6) 2010, then returns to baseline at 532 ohms on (B)(6) 2010. Alert - lead integrity alert triggered the patient alert for lead failure predictor on (B)(6) 2010. Sensing - oversensing. There were five ventricular non-sustained tachycardia (nst) <=210 ms average ventricular-cycle on (B)(6) 2010 and two ventricular fibrillation (vf) <=200 ms on (B)(6) 2010. Sensing - interference/noise. Ventricular short interval count (v-sic) = 53.9 counts average/day in 1.73 days between (B)(6) 2010. The device is part of the advisory for this model.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing. It was also reported that there was a possible connector problem and possible lead fracture. The lead was extracted and replaced. No patient complications were reported as a result of this event.